Event description:
I had my annual mammo 3d tomo screening bilateral performed on (B)(6) 2019. After the procedure, I had a great deal of pain for the following several days. In (B)(6) 2019 and over the past 6 months I have been experiencing the following symptoms: burning pain around the chest wall and breasts, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss), fatigue, insomnia, upper back pain, joint and muscle pain, blurred vision, hair loss, weight loss, gastrointestinal issues, reoccurring sinus infections, bruising easily, heart palpitations, headaches, dizziness, and migraines, anxiety and depression, skin rashes, tingling in legs and feet, low grade fever, dry skin, eyes, mouth, and hair, dehydration. I am scheduled to have a bilateral breast implant removal with capsulectomy procedure on (B)(6) 2020. MRI results - bilateral sub-glandular silicone implants are present. There is bilateral intracapsular rupture. Intracapsular simple fluid is present on the right which accounts for the heterogeneous appearance on prior CT scans. FDA safety report ID #: (B)(4).